Event description:
It was reported that the pulse generator exhibited an electrocardiogram anomaly. The episodes were cleared. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.